Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received spi to motor pic communication error alarm. The blood glucose level was 138 mg/dl. Customer stated that they were unable to clear the alarms. The product will return for the analysis.

Manufacturer narrative:
Device received with operating currents within spec. Device passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No spi to motor pic communication error alarm noted. (B)(4).